Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported cable break could not be determined. The mechanical issue of loss of tip deflection, however, is a secondary effect of the cable break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed since a cable break occurred during steerable guide catheter use. It was reported that this was a procedure treating functional tricuspid regurgitation, grade 4. During insertion of the steerable guide catheter (sgc) into the femoral vein without issue, a cable break was suspected due to a lack of sgc tip deflection upon negative knob application. The knob was turned 3/4 of a turn when this occurred. The sgc was removed without reported issue and another sgc was used in replacement. Following, two mitraclips were implanted on the tricuspid valve without issue; however, there was no change in tricuspid regurgitation grade. The tricuspid regurgitation remained at grade 4. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.